Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed a user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed based on the archive data and during the functional testing. The root cause of ua41 error was due to a defective temperature sensor, probably due to normal wear and tear. However, user mishandling cannot be ruled out. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Per customer, the autopulse platform was stored in a case, in an outside compartment of an ambulance and the autopulse was used on a carpeted floor during the reported event. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and can cause the occurrence of ua41 error message in rare cases. In addition, no documented report was found showing that regular preventative maintenance (pm) was performed for the autopulse platform since 2014. The autopulse platform was manufactured in january 2014 and is more than 7 years old, past the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, observed load plate cover defected with the large tear that affects the watertight seal and missing both load plate screws, likely due to wear and tear and/or user mishandling such as a drop. Load plate cover and screws were replaced to address this issue. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) error messages to have occurred around the reported event date; thus, confirming the reported complaint. Also, unrelated to the reported complaint, ua18 (max take-up revolutions exceeded), ua19 (max applied load exceeded) ua2 (compression tracking error), ua4 (battery charge state too low) and ua1(low battery warning) were recorded in the archive. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. User advisory 19 occurs when the load plate has detected too much weight being applied ( 270 lbs. /123kg), and the recommended action to clear the error is to press restart. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 4 is an indication that the battery is uncharged or faulty. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, replace the battery, perform start-up, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide, user advisory 01 indicates that battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and press restart to clear the ua. The autopulse platform passed the initial functional testing. However, upon further functional testing, the platform displayed ua41 error messagefollowed by ua11 (max patient temperature exceeded) errormessage. The root cause of ua41 and ua11 errors was due to an intermittent functioning of the temperature sensor. To remedy the reported complaint, the temperature sensor was replaced, and as a precautionary measure due to error intermittently, the processor board was also replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During crew training, customer reported that the autopulse platform (serial # (B)(4) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. Per customer, the autopulse was stored in a case, in an outside compartment on a part time used ambulance and the autopulse was used on a carpeted floor over the concrete during training.the ua41 could not be cleared by the user. No patient involvement.